Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed no other similar product complaint(s) from this lot number.

Event description:
PICC placed (B)(4). When changing dressing the catheter broke (parted in two) just after the wings where the purple catheter starts. The nurse got hold of the catheter so it didn´t go ito the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, but the exact cause was unknown. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained heavy traces of residue on the extension leg and catheter shaft through the 3cm depth marking; including what appeared to be gauze fibers, blood-like residue, and a white residue. A complete break in the catheter shaft was confirmed to have occurred at the distal edge of the molded joint. Microscopic examination of the fracture site showed a tapered fracture which was highly granular and topographically complex, with valleys extending into the molded joint. Further microscopic examination found no evidence of instrument contact, abrasive wear, or fatigue damage. Tactile evaluation was unremarkable. While a break in the catheter had occurred; no evidence was observed which supported a root cause to the event. As a result, the cause was unknown. A lot history review (lhr) of recw2184 showed no other similar product complaint(s) from this lot number.

Event description:
PICC placed 181219. When changing dressing the catheter broke (parted in two) just after the wings where the purple catheter starts. The nurse got hold of the catheter so it didn´t go ito the patient.